Event description:
The facility had sent an infusion pump to service where a failure code 500:320:675:0000 was discovered by a baxter service tech. The biomed engineer of the reporting facility had stated that no pt injury or medical intervention was involved with the pump. Although an attempt had been made by baxter, no add'l info was available regarding pt age or status or whether the device was on a pt at the time the condition was reported.